Event description:
A vns implanting surgeon reported to our consultant that they had a vns patient who had an infection at the generator site. The infection was first observed on (B)(6) 2012 around the generator. Cultures were taken and found to be (B)(6). Per the surgeon, the infection was related to the generator replacement surgery. He believes that the patient picked at the incision that caused/contributed to the infection. The generator was explanted on (B)(6) 2012 and no lead was explanted. The patient was scheduled for generator replacement surgery (B)(6) 2012. A device history review was performed on the patient's implanted lead and generator and confirmed sterilization prior to distribution. The generator has been returned for analysis and completion is pending.

Event description:
Analysis was completed on the explanted generator. The reason for return was due to infection and no malfunction suspected/identified. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.the patient's infection has not resolved and they went back to surgery and their lead was clipped or removed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records was performed and confirmed sterilization for both the lead and generator prior to distribution.